Event description:
It is reported that a bone conduction implant recipient recently presented with a 5-7mm opening along the incision line at or near the edge of the bone conduction floating mass transducer (bc-fmt). However, there were no immediate post-operative complications. The recipient has eyeglasses. According to the physician, the tissue breakdown and exposure of the implant might be related to pressure from the arm of the eyeglasses.